Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not properly charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon evaluation the battery charger would not charge a battery pack. The battery charger connector was corroded and processor u13 was nonfunctional. The root cause for the corrosion and defective u13 could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger. The pt received a replacement batter charger.